Event description:
It was reported that during the procedure the distal marker tip of the subject catheter broke off and remained in a guiding catheter. The subject catheter was removed from the patient. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Manufacturing date ¿ added expiration date - added due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was not returned for analysis. Therefore the as reported cannot be confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported radiopaque (ro) marker(s) detached/separated/not visible under fluoroscopy.

Event description:
It was reported that during the procedure the distal marker tip of the subject catheter broke off and remained in a guiding catheter. The subject catheter was removed from the patient. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.